Event description:
It was reported that during routine check of the external pulse generator (epg), the biomedical engineer found that when the menu key was pressed to bring up the lower display, it was barely legible, and a line could be seen across it at times. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no anomalies were found during functional testing. The upper and lower cases were broken, two side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the battery drawer was broken, and the display was out of specification.